Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was non-functional. Therefore, the lead was removed from service and replaced. No adverse patient effects were reported.